Event description:
Pt's family member called in 5/2002 alleging that pt's sure step meter was reading inaccurately low. Pt's family member called in because pt had to be hosp. Pt's blood glucose readings were 143 compared to the dr's 265 mg/dl. It was discovered that the meter was set to mmol/l. Pt's dr had pt on a "saline IV to rehydrate pt". Unable to contact the pt to obtain more info. No further info has been reported.